Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Ue to extreme edema, ascites and there was great difficulty placing mattress sutures. The patient was experiencing persistent venous bleeding and femstop placed. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.